Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance due to a confirmed fracture. The lead was explanted and replaced. During the procedure, the pace/sense connector of the lead was falling out of the header of the implantable cardioverter defibrillator (ICD), although it was fixed with the setscrew. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a loose/detached set screw. The analyst indicated that the rv set screw was loose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.